Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the display screen on her onetouch ultralink meter was too dark and she was unable to see the results in the meter memory. This complaint was based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012. The patient stated that she developed symptoms of "high sugar" although she did not specify what the symptoms were. The patient denied receiving medical intervention as a result of the alleged issue. It is not known how the patient manages her diabetes or what her blood glucose was at the onset of symptoms. During troubleshooting the cca confirmed that this was not the first time the subject device was being used and that there was no known misuse to the subject device. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms oh "high sugar" due to the alleged issue starting. In addition, the alleged display issue was not resolved with troubleshooting.